Event description:
The customer alleged while performing a pre-pt "est" and vent checkout, the ventilator's alarm assembly was noted to be cutting in and out, then finally stopped working. The mallinckrodt customer support engineer (cse) verified the reported problem, inspected the device and replaced the audio alarm assembly. The unit passed extended self testing. It was verified that no pt was involved, and no "dorsi" occurred. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.